Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The harmonic ace insert was found to have a blade damage. The blade exhibited mechanical indentations. This failure is typically attributed to mishandling/misuse. Nicks and gouges on the instrument blades are associated to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage), mishandling the instrument, or misusing the instrument. Failure analysis found the secondary failure of teflon pad damage on the clamp arm to be related to the customer reported complaint. Part of the teflon pad is dislodged from the clamp arm. No material appeared to be missing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace (ha) instrument was damaged. Another instrument was used to resolve the issue. The procedure was completed with no further issue reported. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information: a fragment fell inside of the patient¿s anatomy. The specific area of the instrument damage was not specified. The fallen fragment was retrieved during the same procedure. No other information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace (ha) instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that the ha instrument was damaged during a da vinci assisted procedure and a fragment fell into the patient, which was retrieved. Blank MDR fields: follow-up was attempted, but the missing patient information in patient information and adverse event or product problem was either unknown, unavailable, not provided, or not applicable. The expiration date for model # is not applicable. Field implant date/explant date is blank because the product is not implantable. Information for the blank fields in initial reporter name and address is not available.